Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that two cutting forceps hand pieces started activating on its own before an unspecified procedure. There was no patient involvement with both of the hand pieces. This is 1 of 2 reports.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported device malfunction. The device was plugged into an olympus test generator (esg-400) and a ¿data transfer¿ error displayed. The error was cleared and the blue coag button was tested and noted that the blue coag button would activate with a very slight touch. The blue button was removed and revealed that the left dome switch was collapsed. The collapsed dome switch causes a closed electrical circuit which will activate the device on its own or cause an error code on the generator when plugged in.